Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. It was reported that there was an intermittent power issue and the battery compartment is cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 10/21/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/01/2016 with the following findings: the pump's black box showed evidence of unexplained pump reboot events. The battery compartment was found to be cracked. A test battery cap was able to carefully attach to the pump and was used to complete a 24 hour duration test with no pump reboot events observed. Unrelated ot the initial allegation, the display screen was dim and discolored.